Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump squirted insulin during prime. Blood glucose value of customer was unknown at the time of incident. Customer also states that pump did not delivering insulin and had diminished battery life. The insulin pump rejected new batteries and it was slower during rewind process. Troubleshooting was not performed and insulin pump will not returned for analysis.